Event description:
Report received from (B)(6), stating that the device spun free and could not secure the attachment. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem of "spun free" was confirmed; the locking pawls of the motor exhibited damage that is consistent with improper assembly of the attachment into the motor. If additional information is received, a supplemental report will be sent. (B)(4).